Event description:
The customer's wife alleges the customer obtained a bg result of 900. This is outside the system's measurement range of 10 to 60 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.